Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl - right hip. Reason(s) for revision: component loosening, pain, alval / soft tissue reaction, osteolysis and metal ions.